Event description:
It was reported that during an attempted implant, high thresholds were observed. Physician replaced the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.